Manufacturer narrative:
A replacement transformer was sent to the customer. At the time of the initial medwatch filing, the product was not evaluated. The product was received on 04/22/2014 and evaluated on 08/19/2014, the product was determined to be breach. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was breach by the prongs, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was not plugged so the voltage output across the dc plug was not measured. Resistance across the dc plug measured 111k, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 55.4 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the transformer stopped working. When the transformer was received at medela on 04/22/2014 and evaluated on 08/19/2014 and it was determined ot be breach, which is a safety issue.